Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the incompletely visualized knee arthroplasty implants. Retained metallic pin overlying the proximal right femur as noted. Precise location of the pin would require additional lateral or oblique view. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the measurement of the femur, one of the pins that marks the rotation of the knee fell into the femoral canal and the surgeon was unable to remove it. The surgeon decided to leave it there, because it was very difficult to remove. The doctor said that it will not give any kind of problem for the patient to have the pin stay there. The patient has not experienced any complications or symptoms since the surgery. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : brazil. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.